Event description:
It was reported that during resuscitation, after 3 compressions autopulse indicated "user advisory 8 (motor controller fault detected) pull the lifeband all the way up and press start again." This was tried a couple of times, after 4 or 5 compressions the lifeband broke. Platform was shut down and manual resuscitation was administered. Patient died the same day at the clinic. Due to (B)(6), no other info could be obtained. After several unsuccessful attempts, cause of death could not be obtained.

Manufacturer narrative:
Reported complaint of "after 3 compressions, autopulse indicated user advisory 8 (motor controller fault detected) pull the lifeband all the way up and press start again" was not confirmed. Technical services tested the platform using dewe tron data capture system ID# (B)(4) calibration due date (B)(6) 2013 and large resuscitation test fixture (lrtf) ID# (B)(4) calibrated (B)(6) 2013. On the date of the incident, (B)(6) 2013, user advisory 8 (motor controller fault detected) was not logged in the archive file. The archive file revealed that the platform stopped compression several times indicating user advisory 27 (encoder fault (>300rpm)). Defected encoder needed to be replaced in order to perform other required tests. Load cell characterization was performed on (B)(6) 2013. Both load cells were nominal (see attached graphs fig 2/2a). Visual inspection of the platform did not reveal any damages. Run-in test was performed with the 95% pt test fixture with a good battery for an hr with no faults or errors.